Event description:
It was reported that the patient, who is enrolled in the vercise dbs registry clinical trial, developed moderate dysphagia and was admitted to the hospital. The patient was treated with medication. The device was reprogrammed, a videofluoroscopic swallow study test and an l-tube feeding was performed. The patient is recovering and the event is resolving. The event was assessed as having a causal relationship to the stimulation, an unlikely relationship to hardware, and not related to the procedure.

Manufacturer narrative:
The patients year of birth is (B)(6), the exact date is unknown. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450 , model: db-2202-45, serial: (B)(4), batch: 5181018. Product family: dbs-linear leads, upn: m365db2202450 , model: db-2202-45, serial: (B)(4), batch: 7070157.

Event description:
It was reported that the patient developed moderate dysphagia and was admitted to the hospital. The patient was treated with medication. The device was reprogrammed, a videofluoroscopic swallow study test and an l-tube feeding was performed. The patient is recovering and the event is resolving. The event was assessed as having a causal relationship to the stimulation, an unlikely relationship to hardware, and not related to the procedure.